Manufacturer narrative:
Follow-up #1: date of submission 10/07/2014 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data show the reported motor time out related call service alarm on the complaint date. The pump powered up and functioned properly. A rewind/load/prime sequence and the 24-hour pump exercise were completed without incidences. The reported motor related alarm was verified in the black box but not duplicated in the investigation. Pump casing was opened and evidence of moisture contamination was found on the motor connector wire.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump gave motor rewind error related call service alarm multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.